Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure in the left circumflex artery, a perforation occurred, caused by an unspecified device. The 3.50x 26mm graftmaster covered stent was advanced, but could not advance to the perforation. The device was removed without reported issue and a new graftmaster covered stent was advanced and successfully implanted to seal the perforation. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information has been provided.